Event description:
We received an allegation of discrepant results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on two cobas e 801 analytical units (analyzer a and analyzer b). Patient 1 initial result from analyzer a was 42.2 ng/l. The repeat result was 43.8 ng/l the sample was repeated on analyzer b with a result of 62.3 ng/l the sample was repeated on analyzer a with a result of 54.8 ng/l. On (B)(6) 2025, the result from analyzer a was 27.0 ng/l. It was noted that the sample was cloudy. After re-centrifugation, the repeat result was "okay." The specific result was not provided. On (B)(6) 2025, patient 2 initial result from analyzer a was 44.1 ng/l. The instrument automatically repeated the sample due to a failed delta check. The repeat result was 140 ng/l. After re-centrifugation, the repeat result from analyzer a was 22.0 ng/l. The sample was tested on analyzer b with a result of 22.5 ng/l. After re-centrifugation, the repeat result from analyzer b was 22.5 ng/l. On (B)(6) 2025, patient 3 initial result from analyzer a was 8.74 ng/l. After re-centrifugation, the repeat result from analyzer b was 24.9 ng/l. A new sample was obtained, and the initial result from analyzer a was 54.3 ng/l. The repeat result was 56.9 ng/l. The sample was repeated on analyzer b with a result of 65.6 ng/l. After re-centrifugation, the repeat result from analyzer b was 25.9 ng/l. After re-centrifugation, the repeat result from analyzer a was 27.5 ng/l.

Manufacturer narrative:
Analyzer a serial number was (B)(6). Analyzer b serial number was (B)(6).

Manufacturer narrative:
Sample foam detection (sfd) images were reviewed, and sample quality issues were observed. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.